Event description:
It was reported that the air dermatome would not function properly during a routine skin grafting procedure. The surgeon attempted to obtain a usable skin graft four separate times without success. It was reported that the surgeon was required to obtain a graft manually which extended the surgery by an unk length of time.

Manufacturer narrative:
The device was returned to the MFR for eval. During calibration, it was observed that the control bar was found to be too high above the master blade that is used for calibration. It was found that the device was out of calibration only on the zero graft settings. It is unlikely that the out-of-calibration condition would have created an issue with graft thickness consistency, as skin cannot be resected on the zero graft thickness setting. The device was repaired according to procedure and returned to the customer. The device was purchased in june 2008, and this is the first time the device has been returned to the MFR.